Manufacturer narrative:
The cool line catheter associated with this complaint was not returned for evaluation. The product was disposed. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Event was not serious because surgical treatment of hematomas not reported. Event of catheter insertion difficulty and hematomas at insertion site were probably related to zoll catheter due to the relevant location and timing. Clinical condition of clotting issues in this patient possibly contributed to the event as well.

Event description:
During catheterization for a critically ill patient with clotting issues, the trauma surgeon experienced difficulty while trying to place a cool line catheter (lot # unknown) into the patient's subclavian vein. The patient had some hematomas on the site after the surgeon tried insertion attempts to place the cool line catheter. After few attempts, the surgeon decided to place a quattro catheter (lot # unknown) into the patient's femoral vein and was able to place the catheter successfully to treat the patient. In addition, the surgeon reported guidewire (lot # unknown) being "flimsy." Per the customer, there was no device malfunction on the catheters.